Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The cause of the reported event could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device displayed a service indicator and an orange colored blank screen. Based on the information reported, physio was unable to conclude if the issue was related to the display only (and the device¿s software was functional) , or if there was a power related discrepancy. As a result, defibrillation may be delayed, or prevent, if it were necessary. There was no patient use associated with the reported event.